Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 277 mg/dl. The customer reported that the numbers was not ramping on their own. The customer also stated that the scroll bar was not moving with no input. The customer also stated that there was no response from any button. The customer stated that they was unsure for if they pressed a button down for 3 minutes or longer. The customer stated that the insulin pump was not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, sleep current test, active current test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed unexpected battery power loss due to moisture damage on the electronic assembly. Moisture damage was also found on the force sensor and motor during visual inspection..